Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure a mega neede driver instrument had broken wires, the procedure was completed with no reported injury.